Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2012 and was revised (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in her blood.

Manufacturer narrative:
Corrected data: g1: manuf. Site for devices an event regarding alleged elevated ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the reported event could not be confirmed nor the root cause determined as insufficient information was provided. Further information such as return of device, operative reports, x-rays, "histopathology" reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2012 and was revised (B)(6) 2017. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in her blood.